Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the prograps forceps was advanced into the abdomen under visual control and positioned in a safe area away from sensitive anatomical elements. However, when the camera returned to the field of vision, it was discovered that the forceps had become loose at the junction between the metal part and the carbon tube, with the metal part angled at 90° to the body of the forceps. The tip remained attached only by the jaw mobilization cables, and attempts to remove it from the trocar were unsuccessful due to the misaligned metal part, posing risks of cable breakage and material loss in the abdomen. Consequently, the decision was made to remove the trocar and prograps forceps assembly as one unit, which involved risks of injury to retroperitoneal organs, bleeding, and injury to the wall during removal. This situation resulted in a 5-minute extension of the surgical time and incurred additional costs. The number of remaining lives of the forceps was noted to be 12 after insertion, and a replacement forceps was used. There was frank dissatisfaction expressed by the surgeon, the resident, and the operating room staff. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue involved an instrument that initially passed pre-use checks with no visible damage to wires or tips; however, after use, a decrimping issue was discovered resulting in bent or misaligned jaws. While the instrument could be moved in space, the joints were unresponsive. No fragments were found inside the patient, and although removal through the trocar was problematic due to misalignment, the number of port incisions was not increased. Cables were intact until they had to be cut to remove the forceps and reuse the trocar. The surgical procedure was successfully completed using the da vinci robot. Photographic evidence was provided to the pharmacist, and the instrument has been returned for isi evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. .

Manufacturer narrative:
The instrument was found to have a broken main tube at the distal tip. Material was found missing. One piece measuring proximately 6 mm x 4 mm was not returned with the instrument. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accident drop of the instrument or inadvertent collisions with other instrument. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is not attached to the main tube. Common causes of the failure mode dislodged instrument proximal clevis are typically attributed to mishandling. Dislodged from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.